Event description:
Technician reported that during a patient treatment on a system 1000 hemodialysis device, air filled the venous drip chamber and air was seen traveling through the bloodline without any device alarm, or pump stoppage, or line clamp closure. The air was inches from the patient needle when a nurse noticed the air and clamped the line and stopped the pump. The blood circuit was returned to the patient. The patient continued treatment on the same device with the same disposables under observation. There was no patient injury or medical intervention associated with the incident.